Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.